Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a dialysis shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.